Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 232020, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that following a revision procedure when the ipg was exposed and both leads were disconnected from the ipg site for evaluation, the patients leads were fractured. The patient underwent a lead replacement procedure.

Manufacturer narrative:
Additional information was received that it was unknown if the leads were fractured before or during the procedure. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that following a revision procedure when the ipg was exposed and both leads were disconnected from the ipg site for evaluation, the patients leads were fractured. The patient underwent a lead replacement procedure.